Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 31mm 7300tfx mitral valve in mitral position underwent a valve-in-valve procedure after an implant duration of 10 years, 8 months due to stenosis and regurgitation. The patient presented with shortness of breath and dyspnea on exertion. The tmvr was performed with a 29mm 9755rsl transcatheter valve. The patient was discharged on pod #1.

Event description:
It was reported that a patient with a 31mm 7300tfx mitral valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The tmvr was performed with a 29mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.